Event description:
Pacemaker lead failure with fracture of the atrial j support wire requiring pacemaker removal - complicated by cardiac tamponade requiring emergency median sternotomy and repair of superior vena cava. Pt discharged 2/20/95 in satisfactory condition with new pacemaker. Pacemaker implanted 11/92.